Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected infection at the suture site. The device and leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this lead is investigational and should not have been reported. If information is provided in the future, a supplemental report will be issued.